Manufacturer narrative:
The battery is currently being shipped to the manufacturing facility for analysis. Csh will investigate the incident and submit a follow up report within the required timeframe.

Event description:
Customer reported the accessory battery used for the csh drx-1 melted in the charger. Initial information is that the battery was manufactured in november of 2014 and recently put into use.

Manufacturer narrative:
The investigation has shown the battery and charger were not being used in a medical device when the event occurred. The battery and charger are not registered medical devices or linked to any particular medical devices, they are listed as power supplies to a number of different carestream medical devices. The battery and charger were recovered and initial inspection/data collection has been completed. The battery was sent to a battery expert for destructive analysis. This detailed analysis takes time, but the data from the in-house investigation allowed carestream to conduct an occupational risk assessment, concluding the risk to health is low even if the event were to repeat either inside or outside any carestream medical device. The detailed analysis showed the root cause to be external damage (a dent) to the case of the battery, which likely is to be caused by user. The conclusion is that battery was continued to be charged after being damaged which led to this reported event. This concludes carestream's investigation and follow up to the initial report.

Event description:
Customer reported the accessory battery used for the csh drx-1 melted in the charger. Initial information is that the battery was manufactured in november 2014 and recently put into use.